Manufacturer narrative:
Additional information received: as per the physician 7 adverse events were deemed related to an endurant iis device. All cases, but one, were related to graft migration above 5mm (5-7mm) without endoleak type ia. Five of these patients presented neck dilation during the initial year of follow-up. It was mentioned that all patients presented conical morphology, while 5 of them had a neck diameter above 29. In 3 cases, an oversizing over 20% was used while in two, the oversizing exceeded 30%. Only in one case with a neck diameter of more 30.5mm, an endoleak type ia was detected. It was a patient without conical morphology, but with a wide proximal neck. In this case heli-fx endoanchors were implanted. Updated average patient weight medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in evar procedures between 2017 and 2019. 150 patients were included in the study. The mean aaa size was 60mm. Intraoperatively 2 patients had endoanchors implanted. The following malfunctions were reported; type ia endoleak and migration the following serious injuries were reported; intervention including open conversion

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; conical aortic neck as a predictor of outcome after en dovascular aneurysm exclusion: midterm results nana p., spanos k., kouvelos g., arnaoutoglou e., giannoukas a., matsagkas m. Annals of vascular surgery (B)(6) 2023; 90:77-84 doi: 10.1016/j.avsg.2022.11.004 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.